Event description:
It was reported that patient called boston scientific technical services (ts) to ask questions regarding several tests that involve electric current. Boston scientific technical services (ts) did not recommend patient to underwent those procedures because of the right atrial (ra) and coronary sinus (cs) leads. Patient informed that those leads where explanted a few weeks ago. Patient also reported that he got shocked several times due to high heart rate. No additional adverse patient effects were reported.